Event description:
During biomed testing, the paddles caused the associated defibrillator to inappropriately dusplay a "release button" message. There was no pt involvement in the reported malfunction.